Manufacturer narrative:
(B)(4). The customer returned one guide wire for investigation. Visual examination of the returned guide wire revealed signs of use as there is biological material present on the guide wire body. The guide wire contained one bend. Microscopic examination of the wire was performed and the coils appeared slightly closer; however, they were not offset or unraveled. The returned guide wire was bent 261mm from the proximal tip. The diameter of the guide wire was found to be within specification. A device history record (DHR) review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked was confirmed by examination of the returned sample. The guide wire contained one bend. The returned wire met all relevant dimensional requirements. A DHR review was performed and did not identify any manufacturing related issues. Based on the condition of the returned guide wire and the report that the damage was observed during insertion, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that spring wire guide was bent during insertion. The doctor did not use the device. The procedure was successfully completed using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that spring wire guide was bent during insertion. The doctor did not use the device. The procedure was successfully completed using another device.